Manufacturer narrative:
The biomed engineer was unable to evaluate and confirm the reported issue. The evaluation was done by a 3rd party vendor. As the device was not available for evaluation, the details of the reported issue remain unknown. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. Previous investigations have shown that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.

Manufacturer narrative:
It has been identified that MFR report#: 2031642-2021-03061 is the correct report and is the primary complaint. MFR report#: 2031642-2021-05737 has been identified to be a duplicate and should be nulled.

Event description:
The customer called into technical support (ts) reporting that the device has a defective nav-ring. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.